Manufacturer narrative:
Customer reported control intermittently failing bilirubin. No erroneous patient results were generated or reported. An iris field service engineer (fse) completed slight alignment of the sample probe. System was operational.

Event description:
Customer reported controls failing for bilirubin.